Event description:
It was reported that the patient experienced new pain unrelated to baseline and reported pain and tenderness at the electrode site when extending or flexing. During lead revision, the lead appeared frayed and damaged near the anchor, and a lead fracture, damage, or breakage was identified. All connections and impedances on the new lead reported as good. The patient was scheduled to follow up with the physician in two weeks and with the representative if reprogramming was required. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 02-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. H3. Analysis found that the conductor 2 was broken 6.3 cm from the distal end and had an adhesion anomaly in the gap reflow joint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.